Manufacturer narrative:
Final analysis found that the insulation was abraded at 7.1 cm to 7.3 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
New information noted that the right ventricular - rv lead was found to have insulation damage. The rv lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a right ventricular lead exhibiting episodes of noise. No intervention was performed and the patient was in stable condition.